Event description:
User facility mandatory medwatch received that stated: ¿the primary set tubing connected to the drip chamber was not connected at the back-check valve. This separation of the tubing from the valve occurred when the nurse was spiking the IV bag. Cause is unk: no excessive force placed on line. No patient impact. Another primary tubing set was obtained and set up without any problems. Event did not reach the patient¿. Upon further query the following info was provided that indicated a separation. At an unspecified time, the tubing set was to be used to deliver an unspecified medication via gravity. It was reported that when the nurse attempted to spike the IV solution container, the tubing separated from the proximal end of the backcheck valve. The tubing set was replaced and the therapy was initiated. Though requested, no add¿l info was provided.

Manufacturer narrative:
(B)(4) 2012. The report number is 2400010000-2012-08041. The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.